Event description:
Caller states the patient tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Caller does not know if the patient's medications were altered or if patient had to receive treatment. No adverse event reported. Requested return of suspect system, however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.